Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-34 when firing monopolar energy. The customer rebooted the integrated electrosurgical generator unit (iesu) but the issue returned. The customer replaced the iesu with a force triad generator to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the system started up normally without any errors. The issue did not affect the patient, and the procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported issue via system logs and reproduced the issue during in-house testing. During visual inspection, fa found the unit had no significant scratches or dents. The front bezel was in decent condition. C-34 errors occurred on start-up and during mono coag activation when the unit was placed on golden system and was run in normal mode. Fa concluded that no root cause could be attributed to this issue.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.